Event description:
The customer reported an unspecified battery problem. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is completed.